Event description:
Risk manager reported that there was a pt entrapment death in 2008 at 3:10am. The pt was an hospice pt. She was attached to an external bed exit system but had removed the sensors from herself. She was found with both feet on the floor and the right side of her chest located between a pro2000 mattress manufactured by medline and the head siderail. (Zone 3 entrapment). The hill-rom technician found no malfunctions with the bed but did find that the non-hill-rom mattress was set to a maximum inflate settings. It is unclear whether this contributed to the event. He also found that the bed was not equipped with the recommended siderail inserts.